Manufacturer narrative:
Based on the information available, no patient injury occurred. This event is being reported based on its similarity to a previous submission. Additionally, it should be noted that although the returned guidewire was broken, the needle was not returned for evaluation. Therefore the cause of the damage was not able to be determined.

Event description:
Unable to advance guidewire through needle.